Event description:
It was reported that the patient underwent a CABG surgery in 2021 and the suture was used. The suture broke during use on the patient. There were no patient consequences reported. The procedure was completed successfully with 5 min delay.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mbh680, xzw277719 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm how many sutures were broken during use: 3 sutures. Did the event occur during one or multiple patient procedures? One patient procedure. If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? 1 procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. When were the sutures broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. During use on the patient. Events were submitted via 2210968-2021-12147, 2210968-2021-12149 and 2210968-2021-12150.